Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the original complaint was unable to be duplicated or confirmed. The keypad was removed and there was no damage found to the button contacts or keypad flex cable. The pump was opened and there was no damage found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.